Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented for a follow-up session, during which a cystoscopy was performed. The examination revealed no device-related issues. Bladder filling was normal, and no abnormalities or signs of erosion were observed during vaginal endoscopy. Vaginal examination showed no suspicious findings, and there was no leakage during coughing or straining. A grade 1 rectocele was noted, without cystocele, and palpation of the pump site elicited no pain. Despite this, the patient had been experiencing pain near the pump for several weeks. One week prior to admission, edema and inflammation developed at the site, prompting her attending physician to initiate antibiotic therapy, which initially led to clinical improvement. However, the day before hospitalization, the patient observed that the pump had exteriorized through the right labia majora. Clinical examination confirmed the exteriorization of the pump through the right labia majora, with mild skin inflammation and no palpable renitent mass. The patient was stable. Laboratory findings indicated signs of infection. A localized infection at the pump site, complicated by exteriorization of the device, was diagnosed. As a result, the device was explanted. No further complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented for a follow-up session, during which a cystoscopy was performed. The examination revealed no device-related issues. Bladder filling was normal, and no abnormalities or signs of erosion were observed during vaginal endoscopy. Vaginal examination showed no suspicious findings, and there was no leakage during coughing or straining. A grade 1 rectocele was noted, without cystocele, and palpation of the pump site elicited no pain. Despite this, the patient had been experiencing pain near the pump for several weeks. One week prior to admission, edema and inflammation developed at the site, prompting her attending physician to initiate antibiotic therapy, which initially led to clinical improvement. However, the day before hospitalization, the patient observed that the pump had exteriorized through the right labia majora. Clinical examination confirmed the exteriorization of the pump through the right labia majora, with mild skin inflammation and no palpable renitent mass. The patient was stable. Laboratory findings indicated signs of infection. A localized infection at the pump site, complicated by exteriorization of the device, was diagnosed. As a result, the device was explanted. No further complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.